Manufacturer narrative:
Immucor technical support could not use remote electronic connection method for assessment. On (B)(4) 2018 an immucor field service engineer inspected the galileo neo instrument serial number (B)(4) and found roi's in need of optimization. Fse optimized roi's successfully then reran sample with the unexpected negative and it resulted equivocal. Fse also retrieve files necessary for ts to assess camera images, event logs and result batches. Camera images are optimal and aligned, event log shows no errors during processing and specimens are acceptable based on color check images. On 19jun2018 immucor performed an antibody screen on a neo with returned sample (B)(6) (customer reports this is the same patient, the original specimen was exhausted, this sample drawn the same day) using retention capture r ready screen I, ii lot x484 and retention capture-r indicator cells lot 221113. Controls performed as expected. Return sample resulted negative with cell 1 (fya+b+) and equivocal with cell 2 (fya+b-). Cell 2 (fya+b-) appeared visually positive. Sample had exhibited 2+ hemolysis. (B)(4).

Event description:
On (B)(6) 2018 a customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument, when tested on (B)(6) 2018.